Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The reported event of a hardware error was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of hardware error cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. However, a root cause for the reported firmware error cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. Pediatric patient is using an adult receiver. At the time of contact, no injury or medical intervention was reported.